Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer's site got pulled out about a week ago. Customer changed the set and the cannula was bent and did not go in. The sensor did not pick up that the customer's blood glucose was going up and it didn't alert that it was blocked. Customer woke up in diabetic ketoacidosis and the customer's mother was able to treat without taking the customer to the hospital. Customer's blood glucose got up to 600 mg/dl. Caller stated that things have been great other than this situation. Customer has issues with the minimed connect not picking up when it is in the customer's backpack. It was found that the connect has not uploaded since (B)(6). Caller discussed the uploaded being charged and she thought that maybe the customer wasn't charging it. Caller was trying to upload to carelink manually. Caller had to download (B)(6) and she was running into issues. Caller stated that she wanted to try to figure it out.